Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and although the service engineer was not able to duplicate the customer reported condition; the service engineer replaced the breath delivery unit printed circuit board. The ventilator passed self-testing.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not being used on a patient at the time of the event.